Manufacturer narrative:
There was no product was returned for evaluation as no malfunction was alleged. No lab reports or images provided. The root cause could not be determined at this time. Labeling review: "...contraindications: contraindications include, but are not limited to: infection, local to the operative site..." "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection...".

Event description:
On (B)(6) 2016 patient underwent a spinal procedure. On (B)(6) 2016, the patient reported having increased drainage from the wound site and a deep wound infection. On (B)(6) 2016 the infection was treated through surgery including irrigation and debridement.